Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely the fan issue occurred due to a failure of the blower fan according to the explanation of fan error (b55) in the service manual. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: dust was found inside the main unit; the battery was drained on the printed circuit board; the light volume was low; the light guide connector had worn; and the video connector contact had corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that during a diagnostic procedure, the video system center was experiencing a fan error. The video system center was being used with the pacs claio system (picture archiving and communication system). The intended procedure was completed successfully. There were no reports of patient harm associated with this event.